Event description:
Device malfunction; stent damage. Time of malfunction: during procedure. Symptoms: none it was reported that during retrieval of the filter basket, the basket became entangled in the rx acculink stent and the stent crumbled. The pt was sent to surgery to have the stent removed. The pt was reported to be doing fine. Additional information was received indicating that the recovery catheter I was used; however, during advancing the catheter the tip would catch on the stent and would not advance forward to retrieve the filter basket. The filter basket was retrieved successfully after manipulation; however, the stent was found to be deformed so the physician decided to surgically remove the stent because it did not appear normal.